Event description:
It was reported that a faradrive steerable sheath during a pulsed field ablation procedure to treat atrial fibrillation exhibited air ingress. During flushing of the sheath, air was drawn into the sheath after introducing the sheath into the patient. The sheath was replaced, and procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that a faradrive steerable sheath during a pulsed field ablation procedure to treat atrial fibrillation exhibited air ingress. During flushing of the sheath, air was drawn into the sheath after introducing the sheath into the patient. The sheath was replaced, and procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. (B)(6).